Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 600 mg/dl. The cause of the elevated bg was unknown. Bg was treated via intravenous insulin and saline. Reportedly, customer left the ER 30 minutes later with the issue resolved and no permanent damage.